Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: ni. Event description: we had a clip applier that was used in surgery today that the staples would not load as they should. I do not have the applier, but I do have the lot number to share with you, in case you are aware of any issues with the lot. I will hang on to this information, in case we have any further issues with this item. Additional information provided by an applied medical representative on 15oct2025: dr. [Name] agreed that perhaps tissue was loaded into the jaws before a clip was advanced. Although the cyctic duct was transected by the clip applier, he was able to secure closure of the duct with a [name] clip. Patient was doing fine at the time of our conversation. Additional information provided by an applied medical representative on 20oct2025: the surgeon could not remember if a clip was loaded or not prior to placing the jaws around the structure to be ligated. Patient status: no patient injury indicated. Intervention: ni.

Event description:
Name of procedure: ni. Event description: we had a clip applier that was used in surgery today that the staples would not load as they should. I do not have the applier, but I do have the lot number to share with you, in case you are aware of any issues with the lot. I will hang on to this information; in case we have any further issues with this item. Patient status: no patient injury indicated. Intervention: ni.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.